Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
It was reported that (B)(6) attempted to remove a tslp plate in a revision case. The screws at one level could not be removed from the plate. Two screwdriver shafts 389.829 tips and one conical extraction screw 03.600.001 tip were broken while attempting to remove the screws. A corpectomy was performed to remove the hardware. No further information was provided.